Manufacturer narrative:
Result: foot board.

Event description:
It was reported by service report that the footboard display was inoperable. The customer does not know if there was pt involvement or if there are adverse consequences to report.